Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no visible damage to the keypad. The up button was intermittently unresponsive to testing. The down, ok, and contrast buttons responded properly. The keypad was removed and contamination was observed under the up and contrast button contacts. Unrelated to the keypad issue, the pump booted to the verify screen with dim pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. No additional information was available.this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.